Event description:
It was reported that this pacemaker recorded high out of range pacing impendence measurements on the right ventricular (rv) channel. Technical services (ts) was consulted, and the patient was referred to their clinic. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded high out of range pacing impendence measurements on the right ventricular (rv) channel. Technical services (ts) was consulted, and the patient was referred to their clinic. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.